Event description:
Clinic notes dated (B)(6) 2008 were reported that the patient experienced increased seizures in 2007, and the reason for the increased seizures was not indicated by the physician in the clinicals. The patient reported "did much better with vns therapy. However, starting about 1 year ago, she began to have an increase in seizure frequency". The physician then indicated that the seizures appeared to be improving somewhat. "Lead test and normal mode test and all parameters are unremarkable." Her vns parameters were left unchanged since the patient's seizures were improving. Attempts for additional information from the patient's treating neurologist at the time have been unsuccessful to date. The patient had generator replacement surgery as reported in manufacturer report #: 1644487-2009-00908.